Manufacturer narrative:
The customer was sent a replacement power supply. A breach in the power supply housing was identified during evaluation of the returned product. This issue with a damaged rev l power supply for the pump in style device was addressed in investigation (B)(4). The investigation found that they were being damaged during shipment from the manufacturer to medela. This damage was causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also increased to further protect the power supply during shipping. Since then, as a part of routine continuous improvement activities, a rev p power supply has been distributed to market, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2016, the customer reported to medela llc the power supply for her pump in style go tote breast pump had exposed wires on the cord.